Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder replacement surgery the very tip of the device broke when screwing in the screw. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully. No further information received. Update 07-mar-2022: it was confirmed that the broken parts were retrieved from the patient. Another arthrex device was used to finish the surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9545-t15-02 was received for investigation. Visual inspection identified that the drive geometry at the distal tip was bent, twisted, and had broken. No fragments were returned for assessment. It was not specified whether a torque-indicating adapter had been used with the driver, which is recommended to prevent over-torquing. The cause remains undetermined, although a probable cause can be attributed to over-torquing/over-engaging the driver within the screw head.